Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00068 on april 05, 2023. An outside united states (ous) customer contacted the siemens customer care center to report discordant elevated atellica im ca 19-9 results for samples from three patients when moving from reagent lot 517 to lot 519. April 17, 2023 correction: this is a correction to section b3 of the initial MDR. The initial MDR had the incorrect date of event. The correct date of event has been provided as (B)(6) 2023. Section b3 was updated with the correct information. April 17, 2023 additional information: the instrument was not serviced by a third party. Section d8 was updated with the information. The sample type is serum. The patient samples were tested on another atellica im anlyzer and the results were similar. The samples were also tested on an alternate method and the results were lower. Data was not provided specific to the three patients. Siemens was uanble to investigate further as additional information has been requested from the customer for investigation and clarification but was not obtained. The customer had three samples that recovered higher with atellica im ca 19-9 lot 519 than with lot 517. The quality control (qc) data from the customer's atellica im analyzers were reviewed and indicated shifts in qc data. The qc data indicated ca 19-9 lot 517 was recovering on the low side on atellica im s/n (B)(6) and ca 19-9 lot 519 was recovering on the high side on atellica im s/n (B)(6) when the samples were tested. Siemens recommended verifying the performance of atellica im s/n (B)(6) by testing qc for troubleshooting and repeating the comparison with lots 519 and 517, testing samples at the same time on the same atellica im analyzer with new calibrations. The customer has not provided a response. No product problem was identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Event description:
The customer obtained discordant elevated atellica im ca 19-9 results for samples from three patients when moving from reagent lot 517 to lot 519. The results were reported to the physician and were questioned.there are no known reports of patient intervention or adverse health consequences due to the discordant elevated ca 19-9 results.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens customer care center to report discordant elevated atellica im ca 19-9 results for samples from three patients when moving from reagent lot 517 to lot 519. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The IFU states in the limitations section: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." Siemens healthcare diagnostics is investigating.